Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range pacing impedance values as well as fluctuating rv and superior vena cava (svc) coil impedance values. The rv lead remains in use. No patient complications have been reported as a result of this event.